Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 569 mg/dl at the time of the incident and current blood glucose was 122 mg/dl. The customer reported that they had insulin flow block alarm. The troubleshooting was performed and the customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer does not allege pump was under delivering. The customer was advised to return the infusion set to medtronic if possible. The insulin pump and reservoir will not be returned for analysis.